Event description:
The (B) (6) from stryker (B) (6) reported the following event: following the per 57687, another product was ordered. The 2 units received are from the same lot and have the same issue: the product is labeled and engraved "large" but corresponds to a small one.

Manufacturer narrative:
A manufacturing process issue caused the parts to be misidentified and mislabeled. The process documentation has been updated, and personnel have been trained to the most current procedure.